Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture (loc) as the lead had dislodged. A revision procedure was done and the ra lead was successfully repositioned. No additional adverse patient effects were reported.